Event description:
It was reported the pt experienced difficulty locating the ipg to charge. Troubleshooting was unsuccessful. A replacement charger was sent to the pt. Follow-up revealed the physician opted to replace the ipg due to the charging issues. During this procedure, the pocket was relocated due to the ipg becoming shallow and painful when bumped. Post-operative stimulation was effective; the discomfort has resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.